Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The reporter also noted that the keypad buttons were occasionally hyper responsive and scrolling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators confirmed that the keypad is peeling at the ok button and the keypad symbols are worn. The down and up buttons were intermittently unresponsive and the ok button auto scrolls when pressed. The contrast buttons responded appropriately. There was contamination under buttons and the ok contact was inverted. The display lens was found to be scratched.